Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. The lens was only partially inserted. The lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a pcb000 13.0 diopter intraocular lens (iol), the lens would not advance. Through follow-up it was confirmed that the lens got stuck in the cartridge and would not advance. The actual lens touched the patient eye, however there was no patient injury reported. The lens was replaced with a backup lens without any other issues. No additional information was provided.

Manufacturer narrative:
Additional information: additional information was received stating that the patient was a (B)(6) male. Furthermore, the new information received reconfirmed that there was no patient injury. It was also learned that there was no incision enlargement, no vitrectomy and no sutures required for this event. The lens was replaced with the same model lens with a 13.0 diopter. (B)(6). Gender/sex: male. Device available for evaluation ¿ yes, returned to manufacturer on 02/16/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in advanced position near the second detent mark. The plunger was gently pulled back and it was found not locked. Visual inspection at 10x microscope magnification was performed and the lens was observed torn and stuck at the cartridge tube. The reported issue could not be verified however a stuck in cartridge was observed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.